Event description:
As the physician was performing a diagnostic laparoscopy and hysteroscopy procedure on the patient, he noticed some electrical arcing with the electrocautery device. At apporximately the same time the arcing began, the physician received a shock. The procedure was completed successfully and when the drape was removed from the patient, the physician noticed a burn on the patient's leg.